Manufacturer narrative:
Correction to block: h2. Block h6: evaluation codes have been updated. Block b3: approximation - the patient mentioned it had been happening on and off for at least two months prior to the awareness date. Block d2b: additional applicable product codes: nhl. A field safety notice (fsn; 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the deep brain stimulation (dbs) patient felt like the dbs therapy was resetting during charging. They experienced the device turning on and off and noticed tremors while charging their implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.

Manufacturer narrative:
Correction to block: h6. Correction to block: h2. Block h6: evaluation codes have been updated. Block b3: approximation - the patient mentioned it had been happening on and off for at least two months prior to the awareness date. Block d2b: additional applicable product codes: nhl. A field safety notice (fsn; 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the deep brain stimulation (dbs) patient felt like the dbs therapy was resetting during charging. They experienced the device turning on and off and noticed tremors while charging their implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.

Manufacturer narrative:
B.3.: approximation - the patient mentioned it had been happening on and off for at least two months prior to the awareness date. D2.b.: additional applicable product codes: nhl. A field safety notice (fsn; 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the deep brain stimulation (dbs) patient felt like the dbs therapy was resetting during charging. They experienced the device turning on and off and noticed tremors while charging their implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.

Event description:
It was reported that the deep brain stimulation (dbs) patient felt like the dbs therapy was resetting during charging. They experienced the device turning on and off and noticed tremors while charging their implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.

Manufacturer narrative:
The device has not been returned as it remains implanted in the patient and functioning; therefore, a physical analysis has not been conducted in our laboratory. However, the database analysis was performed and identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation turns off and then returns to normal operation within 10-15 seconds. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The device analysis was unable to be performed as the device remains implanted in the patient. However, engineers confirmed through the database analysis that this ipg battery reset and turned off and on when being charged. These system resets can randomly occur when the charger's charging field interferes with the bluetooth communication chipset. As such, the user may perceive the sudden change in stimulation status as an overstimulation sensation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.

Event description:
It was reported that the deep brain stimulation (dbs) patient felt like the dbs therapy was resetting during charging. They experienced the device turning on and off and noticed tremors while charging their implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.

Manufacturer narrative:
Block h6: evaluation codes have been updated. Block b3: approximation - the patient mentioned it had been happening on and off for at least two months prior to the awareness date. Block d2b: additional applicable product codes: nhl. A field safety notice (fsn; 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.